Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction had occurred. The wearable was inserted into the arm on (B)(6)/2026. On 05/29/2026, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation/swelling, pimples or bumps, blisters, infection that extended beyond the patch perimeter which occurred 8 days after the sensor had been inserted in the arm. The patient noticed localized soreness developing at his sensor site, prompting him to remove the device due to the discomfort. By the morning of saturday, 05/30/2026, the soreness and pain had worsened, causing increased concern. At approximately 1:00 pm that day, the patient sought evaluation at an urgent care facility, where medical staff examined the skin reaction and determined the site appeared to be infected. He was prescribed a course of the antibiotic keflex (cephalexin) to treat the infection, and no further treatments or interventions were performed during the 45-minute visit before he was discharged to return home. Despite starting the prescribed antibiotic therapy yesterday, the patient continues to experience discomfort, and the affected area remains red, sore, painful, and characterized by a noticeable persistent lump. At the time of the report, patient condition was unchanged. No other details were provided. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.